Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-feb-2019 with the following findings: a review of the pump¿s black box showed multiple cs145 occlusion alarms due to high force. The battery cap was not returned; a test battery cap was used for all testing. During testing, the pump successfully completed the rewind, load cartridge, and prime steps with no cs145 alarm or other warnings occurring. The pump was exercised for 12 hours with no alarms or occlusion occurring. The force sensor calibration was found to be with required specification. The pump performed within required specifications. The complaint of an occlusion issue was shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Correction to the primary product the primary product was updated from the vibe pump to the infusion set. Animas does not manufacture the infusion set therefore no regulatory report is required. Animas will forward the complaint to the relevant manufacturer.